Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus would not work correctly due to a damaged flex cable. It was also noted that the lower and upper hinges were worn, the lower hinge plate cover was broken., the cooling fan was noisy, the lower bullets were missing , the company logo button was broken, the latches of the display rear cover and left and right keyboard hinges were broken. The radiofrequency head cable was worn out but functional and the anti slip layer of the radiofrequency head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.